Event description:
It was reported that the patient's right ventricular (rv) lead perforated their heart. The lead was removed and replaced with a new rv lead. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Secondary finding of distal conductor had blood/body fluid (not obstructed). Proximal segment returned and analyzed.